Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. No unexpected low reservoir alarms noted; low reservoir feature functioned properly. No unexpected blank display anomalies, no delivery alarms, battery type anomalies or reservoir volume icon anomalies noted during our testing. The insulin pump was programmed multiple boluses and monitored; uploaded properly using carelink pro; all bolus deliveries were shown properly in carelink and in the bolus history screen. The insulin pump had cracked case at the display window corners noted. Minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display and low reservoir alarm. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states the pump is cracked near the lcd screen. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.